Manufacturer narrative:
The reported product is not expected to be returned. Extended investigation is pending. A follow-up report will be filed if product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. The medical event occurred in (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s father reported customer¿s adc freestyle libre sensor detached after five days of wear. Caller further reported that on (B)(6) 2017 customer¿s sensor detached and then he became ¿confused¿ and had a ¿terrible headache¿. Caller noted they treated the customer with ¿glucagen¿ orally and then they contacted customer¿s healthcare provider. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number was not provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre sensor kit within expiration at the time of complaint was reviewed and the DHR showed the freestyle libre sensor kit showed there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. A tripped trend review was completed for the complaint. No further track and trend review is required and the investigation concluded that there were no product nonconformances. If the product is returned, the case will be re-opened and a physical investigation will be performed. - attachment: [attachments.zip]

Event description:
Customer¿s father reported customer¿s adc freestyle libre sensor detached after five days of wear. Caller further reported that on (B)(6) 2017 customer¿s sensor detached and then he became ¿confused¿ and had a ¿terrible headache¿. Caller noted they treated the customer with ¿glucagen¿ orally and then they contacted customer¿s healthcare provider. No additional treatment was required. There was no report of death or permanent injury associated with this event.